Event description:
The customer reported a defective speaker. There was no sound audible. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.